Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: bi-500-01065 o-arm software - o2 v4.1.0 g3) not available on the date of filing. A manufacturer representative went to the site to test the equipment. It was reported there was no failure with the system. The site tried to manually push a non-navigated scan after the scan didn't automatically transfer. The user's work flow was the cause of the scan not being navigated (not setting the stealth up and ensuring communication). User then swapped cameras and tried to push the scan again. Operator error was the cause of this issue. Two navigated scans were performed on all three navigation stations without issue. Additionally, manually pushed navigated scans completed without issue. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure, the site was having issues with manually transferring images over from the navigation system. The site had tried grabbing another navigation system and manually pushing over the images. It was noted that the site didn't have a navigated tag on the image which was the cause of the complaint. The procedure was completed without navigation and imaging. There was a delay to the procedure of 20 minutes. There was no reported impact on patient outcome.